Event description:
Customer reported the syringe ruptured. During blood collection with an empty syringe, blood splattered. Upon inspection, a crack was found on the syringe barrel.

Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.